Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step and the system board was replaced to address the issue. The system board was not replaced. The sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's system board was replaced to address the issue.